Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was no power to the system (no boot). This resulted in a total loss of imaging functionality. This could have the delay or cancellation of a procedure. There are no reports of pt injury or death associated with this event.